Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings and software anomaly from the insulin pump. The customer's blood glucose reading was as low as 35 mg/dl. The mother stated that her son was outside for recess and she wanted assistance on how to use the carelink software. The customer was assisted on how to use the carelink program. The customer was advised to call back if further assistance is needed.